Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ix was rebooting when discharging tele patients. There was no patient incident.